Manufacturer narrative:
(B)(4). D10: unknown; femoral component; unknown lot unknown; patella; unknown lot unknown; articular surface; unknown lot g2: foreign: taiwan g2: literature: chang, jh., chen, ch. & li, ya. Through-tunnel reconstruction with ligament augmentation and reconstruction system (lars) for managing post-arthroplasty patellofemoral instability. Bmc musculoskelet disord 26, 12 (2025). Https://doi.org/10.1186/s12891- 024-08250-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, that the patient underwent an initial left total knee arthroplasty on unknown date. Three months postop, the patient presented with joint laxity and swelling after a fall due to an unknown cause. Joint was found to be tender, have decreased range of motion (rom), + j-sign, and patella subluxation. Radiographic imaging revealed patella dislocation and rupture of the medical patellofemoral ligament (mpfl) and medial retinaculum. The patella dislocation was repaired using the ligament augmentation and reconstruction system with a synthetic ligament and screws without complications. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patella dislocated laterally and was repaired using the lars (ligament augmentation and reconstruction system) without complications. An x-ray was provided in the journal article showing patellar subluxation and ligament repair. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.